Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/28/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the lower abdomen to the left of the patient's belly button and was described as pink, slightly swollen and sore. On (B)(6) 2016, patient went to the doctor for a routine physical where patient also pointed out the skin irritation and asked for a lotion to help and patient's doctor prescribed betamethasone to treat the affected area. No additional event or patient information was provided. Photograph was provided by the patient and reviewed for evaluation on 06/29/2016. Complaint for a skin reaction was confirmed. The root cause could not be determined.